Event description:
Customer reported experiencing a previous event where their blood glucose levels were high. Although the specific value was unknown and displayed only as "high," it was observed to rise every time supplies were changed, eventually returning to normal levels. Cause was not known. There was no assistance required from a third party, and the customer managed the situation by giving themselves a correction injection via a multiple daily injection method as well as attempted a correction bolus via the pump.